Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver tpn. After an unspecified length of time in use, the homecare patient notified the user facility that the tubing set was leaking. A homecare nurse went to the patient's home and noted the tubing had separated from the filter. The tubing set and solution container was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.